Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Drive line infection, erosions and other tissue damage are known potential adverse events that may be associated with the use of the heartware system as outlined in the instructions for use (IFU). Driveline exit site management may have contributed to this reported event. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that during routine patient follow up to the clinic the patient was admitted on (B)(6) 2015 for positive blood cultures on the driveline. It was stated that there was purulent drainage with pain and tenderness at the exit site. It was further stated that the pump pocket was washout on (B)(6) 2015 and that on (B)(6) 2015 a debridement was done and driveline was moved and wound vac was placed. It was stated that the infection was localized to pump area and dl tract. Patient was discharged from the hospital. No additional information provided.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.